Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: evidence of moisture ingress is observed in the pump on the display screen; a battery compartment leak is concluded. Pump case was observed cracked between the displays lens and the case sealing. Pump is unable to power up and to display ¿verify¿ screen, no audible tone or vibration neither. Pump was opened and it was inspected, moisture corrosion was found on the display screen, power board and flex, and on the pcb.black box review shows multiple consecutive reboots on the reported failure date. Visual inspection shows a crack in the battery compartment extending from threads down to the finger pad. Battery cap was able to fit and tighten to the pump animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.